Event description:
The patient's mom/reporter claimed that the patient had been having unexplained low of blood glucose while on animas insulin pump therapy. Reportedly, the patient received two loss of primes on the subject insulin pump and had a low blood glucose reading of 40 mg/dl. After the patient received treatment, her blood glucose resolved to 100 mg/dl. The animas representative performed troubleshooting to evaluate the animas pump and to assess the patient's alleged low blood glucose. The advance features and the basal segment are correctly programmed according to the patient's usage. The date and time was confirmed to be accurate. The animas representative concluded there was no pump malfunction associated with the alleged event. It is not clear what contributed to the patient's alleged low blood glucose. The animas representative advised the reporter to speak with the hcp regarding a possible need for adjustments to the animas pump settings. At the time of the phone call, the patient's blood glucose reportedly was with her target range. This complaint is reported because the patient had low blood glucose of 40 mg/dl and received medical intervention accordingly while on insulin pump therapy.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the pump history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).